Event description:
The customer reported an issue with the cgm displaying error 42. There was no reported adverse impact on the customer¿s blood glucose level. Technical support guided the customer through a pump reset, after which the cgm error code did not reappear, and the customer successfully started their sensor session.